Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer resolved power issue by identifying unplugged station and restoring connection. System powered on and tested successfully. Customer logged in and confirmed full functionality. No further issues found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating and totally blank, requiring maintenance. The customer stated that this malfunction caused a delay while dispensing medications to the patient, since the user had to get the medicines from other station. There were no adverse events or injuries reported based on this event.